Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipoplar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair surgical procedure, the force bipolar instrument became stuck on tissue and was unable to be released with the mechanical release product. The surgeon had to pry the jaws open with another instrument to release the tissue. The device was removed and not used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no tissue excised or bleeding due to this event. According to the surgeon, this event did not impact the procedure as a whole and the patient minimally if any. According to the surgeon, there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications and they are alive and well. The instrument was not in strong grip mode at the time of event. There were no abnormalities noted with the instrument (e.g., dislodged/misaligned jaw or grip tip sticking out, etc.). There was no collision with other instruments or tools.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was placed and driven on an in-house system showing 8 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. Grips opened and closed properly. There was no physical damage and no problem detected.